Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. It has been reported this was inadvertent use error. There is no allegation against the product or it's labeling that contributed to the human error. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No code available ((B)(4)) is used to capture insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they trialed with a 32x48 liner, but surgeon elected to use a constrained liner 28x40. Accidentally opened a 32 head. When we reduced the hip it would not reduce. I realized my mistake so we reopened a 28 head. We impacted a trunion but when surgeon went to reduce hip, he noticed liner damage. So we had to open new liner and remove 28 head. We put in new liner, metal head and then hip reduced. Affected side: left hip, surgery delay: 20 min + 1-5.